Event description:
My husband, (B)(6) was diagnosed with adenocarcinoma of the lung in (B)(6) 2017. He had a right upper lobe lobectomy on (B)(6) 2017. He has had a chronic cough ever since. He has had clear lung imaging since. Tomorrow we are going in for imaging on his kidney, something found when he had an appendectomy. He has used a respironics CPAP since 1999. His last CPAP machine was a dreamstation, which was used and may have had so clean used on it as it was purchased used from a medical provider that was a sleep medical provider.(my employer- (B)(6) never used so clean on his dreamstation, but cleaned it with soap, water, vinegar. I am (B)(6) wife, (B)(6). I am afraid to ask about the details of the used device...ie if so clean was used on it as I work there and want to keep my job). I work as a rn at a lung and sleep clinic that has prescribed and dispensed respironics pap devices. It is possible my husband's device was used for CPAP set ups in clinic and cleaned between uses with so clean, but I do not know this for a fact. He used this dream station prior to the diagnosis of lung cancer, but has not used CPAP since the recall. His lung cancer was found incidentally on cardiac imaging or likely it would have not been diagnosed at so early a stage. Test result cut me off so will restart here. Histologic type: tumor #1 adenocarcinoma, lepidic predominant (grade 1) (90% lepidic, 10% acinar) tumor #2 adenocarcinoma, acinar predominant (grade 2) (90% acinar, 10% lepidic) histologic grade tumor #1, (well differentiated) of tumor #2,moderately differentiated) of, visceral pleura invasion not identified. Tumor extension not identified, margins uninvolved by invasive carcinoma (bronchial, vascular), distance of invasive tumor from closest margin is at least 1 cm. Treatment effect: not applicable. Lymph-vascular invasion not identified, pathologic staging (ptnm) primary tumor (pt) pt1a. (Tumor 2 cm or less in greatest dimension, surrounded by lung or visceral pleura, more available if needed). Regional lymph nodes (pn) number of lymph nodes, examined: 21 number of lymph nodes, involved: 0 n1 nodes: 13 n1 positive nodes: 0 n2 nodes: 8 n2 positive nodes: 0, more info if needed, pathologic stage summary: final ptn: pt1an0 v2016 pathologic stage: 1a. The pathologic stage presumes no distant metastasis. There is more to the report if needed. FDA safety report ID # (B)(4).